Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lcp drill sleeve 1.5 f/drill bit 1.1 was received at us cq. Upon visual inspection at cq. It is observed that the device shows a small scratch on the proximal end of the device which would not contribute to the complaint condition. The rest of the device shows minimal wear consistent with the device use. A visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The complaint cannot be confirmed as the functional inspection cannot be performed at cq. A definitive root cause for the reported complaint cannot be determined with the available information. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part#: 03.114.001, synthes lot#: h363239, supplier lot#: h363239, release to warehouse date: 15 nov 2017, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: patient outcome after the procedure was stable.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery which used a lcp threaded drill guide. During the surgery, the surgeon had difficulty in attaching the drill guide to a plate, and the plate got scratched. The surgery was delayed by more than 30 minutes. Procedure was completed by using another plate. On september 3, the surgeon confirmed that he/she had difficulty in attaching the drill guide to a plate, testing the devices outside the operating room. This is report 1 of 2 for (B)(4).